Manufacturer narrative:
No critical pump error (open book image) noted during testing. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No audio or beep anomaly noted. During visual inspection, the electronic assembly, motor and force sensor had moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed critical pump error. Customer's blood glucose reading was 79 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.